Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use it was discovered that the scale markings were slanted and the cannula was damaged with a bd syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, translated from (B)(6) to english: misaligned scale (scale printed slanting), cannula damaged.

Event description:
It was reported during use it was discovered that the scale markings were slanted and the cannula was damaged with a bd syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, translated from japanese to english: misaligned scale (scale printed slanting), cannula damaged.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 7 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #8295941. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200786799] noted that did not pertain to the complaint. There was one (1) notification [200786647] noted for scale misaligned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h.10.